Event description:
Event description cpi received information that one day after initial implant of this implantable pulse generator (1174), and this selute lead (4285), observed was intermittant loss of capture. The patient had a smooth wall ventrical, and the (4285) had dislodged. A lead revision was performed and an sweet tip bipolar (4269) lead was implanted.